Event description:
Pt called front desk on (B)(6) 2013, at 5:30 pm, to cancel her appt for the next day. (B)(6) notified me (coordinator) that the pt was reporting a burn after pt treatment on (B)(6) 2013. The pt was canceled her appt for tunes and rescheduling for wed. Pt says that during pt she had e stim and heat on her shoulder area. She reported that it was hot, but she did not say anything. Went home and reported that shoulder area was red on thursday and friday. On saturday she noticed a blister about an inch in diameter. She took a shower and it burst. The blister returned after bursting. Monday, she reported that the skin looks like it is healing now and is starting to scab over.